Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker has reached elective replacement indicator (eri) and proceeded the generator changed, however, it was not in eri. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.